Event description:
It is reported that the screw driver head fractured off during screw insertion.

Manufacturer narrative:
Evaluation summary: due to the potential field age and the nature of this part, the device fracture may have occurred due to normal wear and tear. Without additional information, the exact cause cannot be conclusively determined at this time. The hex screwdriver bit was returned for evaluation. It was fractured where the hex shaped head meets the body of the driver. Measurements were taken and were within specifications. A rockwell hardness test was completed and found to be within specifications. An sem analysis was completed on the fracture site which showed dimple micro-mechanism of fracture indicating an overload fracture. The fracture appears to have occurred in bending and torsion loading. Eds analysis showed the instrument to be typical of 440 sst, which is the material specified on the drawing. It is unk how many times this instrument has been used, since it is a reusable instrument, but it has potential field age of over 4 years.